Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, sleeve leakage occurred on one (1) unit, the safety mechanism separated on one (1) unit, and the safety mechanism could not activate on four (4) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2025. Investigation summary: bd received 45 samples for investigation. Out of these, 10 returned samples were subjected to functional tests, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Additionally, 20 returned samples underwent functional tests for defective locking mechanisms and hub/collar separation, and all samples passed with no signs of damage and proper activation of the safety shield. Similarly, 10 retained samples were tested in functional tests, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the testing. Furthermore, 20 retained samples underwent functional tests for defective locking mechanisms and hub/collar separation, and all samples passed with no signs of damage and proper activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: defective locking mechanism, difficult/unable to operate and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, sleeve leakage occurred on one (1) unit, the safety mechanism separated on one (1) unit, and the safety mechanism could not activate on four (4) units. No adverse impact was reported regarding the patient or user.